Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. When asked the cause of implant never working, recharging difficulty were determined, rep stated patient underwent a lead revision on (B)(6) 2018. It was noted 2 percutaneous leads were removed and a 2x8 paddle lead implanted by doctor. It was noted one of the paddle leads had migrated lateral causing undesired stimulation, patient had stroke on (B)(6), 2018 and was hospitalized for treatment and therapy for approximately 4 weeks. Patient did not have her controller or charger with her at the rehabilitation facility causing her ins to go into discharge. It was mentioned rep worked with technical support to complete passive recharger and fully charged patient ins. It was stated the controller was disassociated with the ins and reconnected also to do it not connecting to the ins, ins was fully charged and re-programmed covering all areas of pain. It was noted the lead that migrated before revision that was causing unwanted stimulation, and that caused the system not to work properly, the patient kept the system charged until after her lead revision and issues and rehab with experiencing a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the trial went wonderful but stated that the implant never worked. Caller stated they went through an entire summer to get the implant to work. Caller reported that the patient went to rehab and did not charge or use the stimulator much. It was reported the patient was not in back pain at all. It was reported prior to stroke, the patient was recharging the system but then reported that to begin with, the patient had difficulty charging because it always took an hour or hour and a half to charge the ins. Patient stated this was the case no matter what the battery level was for the ins. It was reported the patient had to sit in an uncomfortable position. It was noted that having to lead forward to charge the ins was another issue with this implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient noted the leads was replaced on (B)(6) 2018 and patient had stroke on (B)(6) 2018, so they did not keep up with the recharging until mid of (B)(6). It was noted device was not explanted. No further complications were reported/anticipated.